Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Replace battery now alarm and unexpected battery power loss confirmed in long trace history file. The power management tool confirmed low battery alarms were triggered when backup battery loaded voltage was less than 3.5 volts. The loaded voltage display at the power graph management tool shows abnormal behavior due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. Unit received with cracked select button keypad overlay and minor scratches on lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received a replace battery alarm for a couple of days. The customer¿s blood glucose level during the incident was 17 mmol/l. Troubleshooting was performed. The customer stated that they did receive a low battery alert prior to replace battery now alarm. The customer stated the battery was not previously used. This was the second occurrence of the replace battery now alarm in less than 10 hours after low battery warning. The device will be returned for analysis.